Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr (gold). Motor tested outside of the device and passed. Pump passed rewind, basic occlusion, a21 error test, and displacement test. Pump passed all operating currents tested with in the specifications range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. However, issues were not documented in the report. Customer's blood glucose levels were not included in the report. Product is being replaced.